Manufacturer narrative:
Product labeling for the assay states: in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin. On (B)(6) 2022, the sample was tested with polyethylene glycol (peg) treatment and the result was 35.8 ng/ml. The investigation determined the result after peg treatment being closer to the clia result is explainable by lower macro detection of the clia assay. The differences between the results are due to methodological differences. Due to the various standardization methods available, different assay setups, and compositions like the usage of different antibodies, it is possible to receive different results when using another manufacturer's test. A general reagent problem could be excluded as the provided quality control recovery data was within expectations.

Event description:
There was an allegation of questionable prolactin g2 elecsys results from cobas e 801 analytical unit serial number (B)(4). The initial result was 40.9 mg/ml and was reported outside of the laboratory. The repeat result was 41.6 mg/ml. On (B)(6) 2022, the sample was tested in another laboratory using a clia method and the result was 28.26 ng/ml.